Event description:
It wsa reported, that the patient had no hearing sensations anymore. A telemetry measurement showed "poor coupling", the following measurements resulted in "coupling ok" but integrity "_".

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.